Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2015 that the transformer housing for her pump in style advanced breast pump backpack fell and the screws came out, exposing the inner circuitry, which is a safety risk.